Manufacturer narrative:
Initial and final MDR- (B)(4).- device 1 of 2 e1:patient city: (B)(6). Patient country: united states h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states this emdr is being submitted for unknown number of quantities it was reported that the patient faced the infusion set packaging issue event on (B)(6) 2025. The patient stated that the box of infusion site was not used as items were not sealed when she opened the new box. No further information available